Manufacturer narrative:
"And nursing care and treatment, monitoring and loss of earnings as well as loss of ability to earn money and other economic damages." Further review of manufacturer's database indicated the patient is deceased and died approximately three years, five months after lead implant. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An attorney alleges that the patient was implanted with a lead system and "suffered physical and other injury as a result of the recalled lead." The patient was "implanted with the defective" lead. The patient "has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed." The patient "suffered these shocks and fractures without any alarm sounding from this purportedly enhanced monitor." The patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective" lead "removed or replaced. The patient "suffered bodily injury, and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of enjoyment of life, shortened life expectancy, and expenses of hospitalization medical".